Event description:
During a follow-up 21 months after implantation, the device involved in this MDR report could not be interrogated. Therefore, the device was explanted.

Manufacturer narrative:
The analysis of the device is pending. The event concerns a device that was manufactured and used outside the united states. The device was manufactured between august 2003 and august 2004 and was listed in the advisory letter issued in july 2005.